Event description:
Event description guidant received information that this patient had complainined of syncope. The device was found to be functioning fine, threshold, impedance measurements are normal and sensing is normal. The patient was biventricular pacing 89% of the time. There was no atrial lead. The cause of the syncope remains undetermined.